Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous, mildly calcified and 95% stenosed, which could have contributed to the balloon rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root of the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon was inflated for the first time at 10 atm at a lesion site located in the proximal left anterior descending (lad) artery. The balloon catheter was pulled proximal slightly and the balloon ruptured when a pressure of 10 atm was applied during second inflation. Reportedly, there were no patient effects. No additional event or patient information is available.